Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on bus. There were no adverse events or injuries reported based on this event. This issue caused thermal damage by excessive heat and electrical discharge in the station.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), medical device model, section e initial reporter addr 1, initial reporter zip, initial reporter facility name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 row c not detected on bus. A field service engineer replaced retractor band on drawer 3.1 and tested drawer¿s all rows and cubies detected. Fse open and close drawers no issues and issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. There were no adverse events or injuries reported based on this event.